Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/24/2015 with the following findings: the piston was unable to recognize the cartridge upon the first load attempt, unable to verify steps. Force sensor calibration reading is below specification. The pump was opened and disassembled, contamination was found to the shim plate and the force sensor resistance reading is above specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the force sensor calibration reading is below specification, contamination was found to the shim plate and force sensor resistance reading above specification. This report is made based on the results of an investigation completed on 11/24/2015.